Manufacturer narrative:
The returned nps arterial sheath and dilator were evaluated and were within specification. No issues were identified that could have contributed to the reported complaint. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the product malfunction reported. Srm will continue to monitor for trends.

Event description:
Left tcar was performed. Venous sheath was placed. Left cca exposed and micropuncture kit was used to cannulate left cca. An angiogram was performed and everything looked good. The 0.035" guidewire was introduced in a stop short fashion, then the arterial sheath was placed. It was noted at time of placement that the 0.035" wire might have engaged the diseased area of the artery. The flow controller was attached to the arterial and venous sheaths, then a tcar timeout was performed. The lcca was then clamped. Reverse flow was confirmed with a saline flush in the venous sheath. Upon taking angio through the carotid sheath a dissection was noted. Reverse flow was turned off and lcca was unclamped. Arterial sheath was removed and purse string was used to close arteriotomy. Another purse string was put in and access was gained again using the micropuncture kit. Dissection was still noted so physician decided to try a transfemoral approach, which was successful. A 6fr sheath was placed in the l femoral artery and the lcca was cannulated with an embolic protection device for neuro protection. Three carotid stents were placed transfemorally- 2 10mm x 40mm and a 10mm x 30mm. The patient was fine on neuro monitoring during the whole procedure and fine when the procedure was completed. Doctor believes patient has friable tissue due to the high level of steroid therapy.